Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device became unresponsive to touch input after unlock despite a vibration indicating swipe recognition, leading to shipment of a replacement unit and subsequent return of the replacement after the original device¿s screen responsiveness resumed. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included no alerts or alarms and no need for medical care. Investigation included customer support assessment and logistical tracking of the returned replacement. Investigation of this device revealed a transient screen responsiveness issue associated with the user interface/display that resolved without intervention, and the original device continued in use. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent, non-reproducible device behavior.